Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0g9l3, implanted: (B)(6) 2014, product type lead product ID 3387s-40, lot # va0guwd, implanted: (B)(6) 2014, product type lead; product ID 3708760, serial # (B)(4), implanted: (B)(6) 2014 product type extension; product ID 3708740, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
A healthcare professional from a (B)(4) study reported via a manufacturing representative that starting on (B)(6) 2014, the patient was concerned about skin near pin site from the stereotactic frame and a superficial infection was diagnosed by the neurosurgeon which was treated with keflex.